Event description:
It was reported that a user experienced hypoglycemia with a blood glucose of 48 mg/dl after a meal earlier in the day, and the user and spouse followed the low blood glucose protocol, treated with oral glucose, and discussed recent remote training that adjusted cgm targets along with dietary guidance for breakfast. Symptoms included hypoglycemia. Outcomes included successful self-treatment with oral glucose and blood glucose returning to range by the end of the call, with troubleshooting and education completed. Investigation included customer interview and case assessment focused on user-reported events, cgm target adjustments, and meal-related factors. Investigation of this case revealed no device malfunction reported and suggested a possible maladapted breakfast and recent cgm target changes as contributory factors, while the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.